Event description:
It was reported that the ilet pump became unresponsive to touch input, preventing normal use, and the device was deemed nonfunctional; the affected component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the touchscreen that resulted in an unresponsive key/button behavior. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.